Event description:
It was reported that the sheath became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device and delivery system (wds) were selected to be used. It was reported that the was kinked during the implantation of the closure device. The kinked was successfully used to complete the procedure. There were no patient complications or consequences that occurred as a result of this event.